Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during routine inspection of field equipment, one (1) t-handle t25 stardrive shaft for matrix-standard was found to have a loose handle which now spins on the shaft. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint was able to be confirmed as part (B)(4) was received with the handle partially separated from the shaft. A visual inspection, functional test, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. As the circumstances leading to the damage is not known, the definitive root cause could not be determined, however, the failure mode is consistent with the application of excessive force over the course of use. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level, shaft and tip. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Notes for one of the drawings states that the handle and shaft are to be assembled using masterbond epoxy (thread-lock) and the shaft is to be tightened to a torque of 6 nm +/-0.5nm. As the circumstances leading to the damage is not known, the definitive root cause could not be determined, however, the failure mode is consistent with the application of excessive force over the course of use. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.